Event description:
Imp - (B)(4).

Manufacturer narrative:
Exemption number (B)(4). B. Braun medical inc. Is submitting a single report on behalf of b. Braun melsungen (the manufacturer), and b. Braun medical inc (the importer). This report has been identified as b. Braun melsungen ag internal report #(B)(4). No samples were received for evaluation. All available information regarding this event was forwarded to the introcan manufacturer, b. Braun (B)(4). Their investigational report states that a review of manufacturing records was not possible because no lot number was available. Their report also indicates that a complete investigation could not be conducted without a sample to evaluate. The exact cause of the reported event could not be determined and no specific conclusion can be drawn. A historical review of the customer complaint database revealed no adverse trends of this nature against the reported catalog number. If additional pertinent information comes available, a follow up report will be submitted.